Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced multiple inappropriate losses of power. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself three separate times during a patient event. The customer was able to power their device back on manually. This issue is patient related; however the customer advised there was no adverse effect to the patient.

Event description:
The customer contacted physio-control to report that their device powered off by itself three separate times during a patient event. The customer was able to power their device back on manually. This issue is patient related; however the customer advised there was no adverse effect to the patient.

Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the power connector to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio determined that the cause of the reported issue was due to fretting corrosion on the battery wire harness contacts of connector j11 and the mating power pcb assembly contacts of connector p11. The fretting corrosion has been determined to cause an increase in contact resistance which can result in a sudden loss of device power under conditions of high current usage from functions such as nibp button press. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board, which causes the device to power cycle.